Manufacturer narrative:
The complaint is not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1588tn-21 tightrope ii abs nitinol wire snapped before the tightrope was through the mechanism. This was discovered during an acl reconstruction on (B)(6) 2022.